Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd went blank. No patient harm reported. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) lcd went blank. No patient harm reported.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd went blank. No patient harm reported. The product involved in this event has not been returned to date to allow for an analysis to be performed. The unit was evaluated and the reported problem was duplicated. The unit also came with physical damage to the touch screen and lcd. Confirmed that unit turns on but has no display. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.